Event description:
The company was informed that few days after the implant surgery, the patient fell down due to dizziness and hit his head. Following this incident, the patient was hospitalized for 4 days. Upon examination, the doctor observed blood in the patient's ear canal. The patient was recommended to use a walker and to perform exercises. Patient reportedly experienced sound quality issues with his device. Testing of the device showed that it is not functional. Surgery to explant the patient device is being considered.